Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the concerned distal cover may have been easy to come off the subject scope for the following: the distal end of the scope had some anomaly, such as adhesion of foreign material, breakage. The distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied (pulling or twisting stress) during the inspection prior to use. However, the root cause of the reported event is unable to be determined any further. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. When attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. After attaching, check that the distal cover has passed over the hook of the distal ring. After attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. After attaching, check that the distal cover is firmly attached by gently pulling/twisting it. In addition, the facility confirmed that the distal cover is not visible in the endoscopic view during procedures. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: 1. The facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. 2. The facility carefully reviewed and followed the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) 3. The facility educated or continuously educated its personnel about handling methods. 4. The facility inspects the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) 5. The facility used care when attaching the distal cover, so that it does not crack. The following additional information was obtained during the interview: olympus requested patient images from the case. The facility will provide images if possible. Bite block manufacturer/type ¿ us endoscopy (steris), only use the adult size bite block. Storage room ¿ daily recording for temperature/humidity reading (range 65-75f, 20-24c) (20-60% humidity) customer stores distal cover (maj-2315) in a secured supply room (must have a badge to access), distal covers are retrieved as needed for cases. The endoscopy tech who placed the distal cap for the procedure in question no longer works for banner gateway. However, the facility confirmed that the tech had been trained before the procedure and was not a beginner at attaching the distal cover. The customer has not seen any additional adverse events since the change in the design of the distal cover (maj-2315). Olympus reps continue to provide follow-up training as needed. Customer provides quarterly competency checks for existing and new techs. Competency forms are written per the olympus IFU and eam/etm training.

Manufacturer narrative:
There are two devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) (tjf-q190v) and (B)(6) (maj-2315). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Patient's initials are (B)(6).

Event description:
As reported for this event by the customer, after a therapeutic endoscopic retrograde cholangiopancreatography (ercp) completion, when the patient was recovering in the post anesthesia care unit (pacu), the distal end cover (distal cap) was found by the nurse in the patient¿s mouth. The nurse removed the distal cap from the patient¿s mouth with the fingers. There was no adverse effect or complications to the patient as a result of the distal cap falling in the mouth and being retrieved. The patient¿s current status is stable. The distal cap was inspected prior to use with no anomalies noted. There was no anti-fog agent used on the device lens. There were no chemicals used during the procedure that could adhere to the tip of the device or the distal cap. After attaching the distal cap to the device, the distal cap was inspected for damages. No damage was observed. A twist and pull to the distal cap was executed to ensure the distal cap was secured in place. The device has never been serviced by a third-party. Two devices are associated with this event, the device and the distal cap.